Event description:
10/27/92 at 10 a.m., surgeon was performing a transurethral resection of carcinoma of the bladder on a 79 year old male. The procedure was schedulaed as an op procedure. A valleylab bovie cautery unit was being used by the surgeon when an "exploding arch" occurred resulting in an extraperitioneal perforation of the patient's bladder. Patient required admission to an observation bed. Treatment was catheter drainage and intravenous antibiotics. Other medical device in use at the time of the event was fiberoptic lights - manufacture: circon-acmi biomed evaluation: the functional operation of unit was within manufacture specification: found bad cable from unit to the probe. Cable was replaced.device not labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-jul-92. Service provided by: user facility biomedical/bioengineering department. Service records available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, performance tests performed. Results of evaluation: insulation degradation/deterioration. Conclusion: device evaluated and alleged failure could not be duplicated. Certainty of device as cause of or contributor to event: maybe. Corrective actions: device repaired and put back in service. Invalid data - on device destroyed/disposed of status.